Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Litigation and medical records received. After review of medical records it was reported that during revision surgery, at the placement of the second screw before final seating of the head, we broke the head off, however the remaining portion of the screw was seated deep enough in the screw hole so as not to interfere with the poly-locking mechanism. Surgeon choose to leave the headless screw in the acetabulum. Doi: (B)(6) 2017, left hip.